Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a pacemaker dependent patient was admitted to hospital for unknown reasons. Review of egms revealed noise on the atrial lead that inhibited pacing. The noise was not reproducible. The patient was symptomatic when sitting up and leaning forward. The lead was capped and replaced.